Event description:
The initial reporter alleged that there was an error during a run on the magna pure 24 instrument that resulted in samples on board being lost. It was reported that cerebrospinal fluid (csf) samples were being run to test for meningitis. A mechanical movement error allegedly occurred when the sample tips were halfway into the deep well plate, and the instrument was rebooted. This resulted in the run being aborted and 5 samples being lost. Allegedly, there was not enough sample material for a repeat run; therefore, recollection was needed. No permanent harm or injury was alleged. Further patient-related information, such as diagnosis, treatment, other test results, as well as current condition, was requested but not provided.

Manufacturer narrative:
The reagent lot number was requested but not provided. The issue was determined to be related to a network connection problem. The instrument has been running without any issues since then and is back in regular use. The investigation did not identify a product problem.